Event description:
It was reported that the spinal cord stimulation (scs) lead was beginning to erode the skin. The patient underwent a procedure where the lead was removed and replaced with a new one. Post operatively, the patient was doing well. The explanted lead was kept by the hospital and will not be returned for analysis.